Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed. A review of the submitted log file spanned approximately 2 days ((B)(6) 2020 per time stamp). The backup battery fault alarm activated on (B)(6) 2020 at 08:21:47 due a backup battery load test fail. The alarm lasted up until the driveline was disconnected at 13:39:51 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate 3 system controller serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. The provided information indicated that exchanging the controller resolved the alarms and there have been no further issues. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8, ¿equipment storage and care¿ and heartmate 3 patient handbook section 6, ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm. Due to the recurrent alarms the controller was recommended to be exchanged. The patient was noted to have tolerated the exchange well. It was reported that there were no alarms post controller exchange. No additional information was provided.